Event description:
A malfunction alarm with code malf 9 was reported, and it was confirmed that no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the reset process. After the reset, the malfunction did not recur, and the customer was able to continue using the pump. The customer was advised to contact support again if any issues reoccurred, which they understood.